Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a permanent decrease in visual acuity from scarring or distortion." Actual complaint product has not been made available. Analysis of retained sample has been initiated. Should any abnormality be found, a follow up report will be provided.

Event description:
A hospital pharmacist reported a patient was diagnosed with bilateral koratitis and experienced a loss of visual acuity associated with use of solocare aquify lens care solution & wear of precision uv contact lenses. The pharmacist reported event was due to non-compliance to care system. The lens case was rinsed with tap water & the solution was not discarded after more than 3 months open. Bacterial analysis negative. Lens case positive for acanthamoeba, corneal scraping & solution negative. Pre-event acuity not provided. Several requests have been made for additional information, however, no further information has been provided.